Manufacturer narrative:
The user reported discrepancies between bg and sg readings. Escalation analysis indicated that there was no issue with the system. The user was actively using the system and the calibrations entered had good agreement with the sg values. The user was requested to continue using the system and enter calibrations as prompted. Further follow-up with the user was not possible as the user remained unresponsive to multiple contact attempts.

Event description:
On february 27 2026, senseonics was made aware of an incident where user experienced sensor inaccuracy. No injury or medical intervention was reported.